Event description:
The implantable neurostimulator displayed the early replacement indicator message. Device interrogation revealed low, out-of-range bipolar impedances on all electrode combinations involving electrodes 4 and 12. Therapy was delivered using the affected electrodes plus 4 other electrodes. Therapy was delivered at: amplitude 9.7 volts, pulsewidth 450 microseconds, rate 60 hertz. The patient had used the device for a total of 372 hours. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.